Event description:
It was reported that the middle of the balloon experienced a pinhole rupture. A ranger global dcb otw 6.0 x 100mm, 135cm was selected for dilation use in the moderately tortuous superficial femoral artery (sfa). During the procedure, the balloon delivery system was advanced to the target lesion, which was reported to be moderately calcified and 99 percent stenosed. The balloon was inflated for the first time to 6 atm, and after 10 seconds, the middle of the balloon experienced a pinhole rupture. The device was removed entirely without further issue. The device was replaced with another ranger global dcb otw 6.0 x 100mm, 135cm in order to complete the procedure. There were no reported adverse consequences to the patient.